Event description:
One hour into a hip arthroscopy procedure using a super multivac 50 arthrowand, the electrode on the tip of the wand detached in the surgical site and remained in the pt. It was reported that additional surgery is not planned in order to remove the fragment. There was no reported injury to the pt.

Manufacturer narrative:
It was reported that the device will be returned for eval. When the device is returned, a complete investigation will be performed for the device and a review of the lot history record will also be performed.